Event description:
According to the reporter, during an open liver transplant surgery, while on vascular anastomosis, the needle was broken. The suture was reopened and continued to complete the case and resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.